Event description:
The peritoneal dialysis patient reported a fluid leak. The leak was noted inside the cycler door and on the table. The fluid leak was noticed two or three hours after completing treatment. The patient's effluent remained clear and the patient did not take any prophylactic antibiotics.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.